Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left internal iliac artery (iia) using penumbra smart coils (smart coils) and non-penumbra microcatheter. During the procedure, the physician placed three smart coils in the target vessel using a microcatheter. While advancing another smart coil, the physician experienced resistance in the middle of the microcatheter and, therefore, the smart coil was removed. The procedure was completed using additional smart coils, another coil and the same microcatheter. There was no report of an adverse effect to the patient.